Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. She felt as though the pump was not working properly. The patient indicated that since (B)(6) 2012, her bg levels had been elevated. The patient mentioned that on the morning of (B)(6) 2012, her bg level was "96 mg/dl." An unspecified time later, her bg level had increased to "402 mg/dl." During the contact with animas, the patient's bg level had reached "530 mg/dl." She had symptoms of thirst, dizziness, and a headache. She did not check for ketones. The patient also mentioned that the elevated bg level had started at night but was now occurring all the time. On (B)(6) 2012, the patient had reportedly administered an injection using the same vial that she was currently using. She claimed the injection helped. The patient's insulin was not expired. The patient denied having any new medications or infections. The patient denied having changes to her diet but mentioned that she was eating less. The patient did not want to disconnect from the pump for review. Therefore, only a review of the pump's history and settings were reviewed. The patient indicated that the pump's date/time are always correct. The bolus history and tdd added up correctly. The prime history was noted as being appropriate. The patient denied having site or cartridge issues. According to the patient, she did not observe any bent cannulas or air in the cartridge(s). The pump was not exposed to an x-ray. Through troubleshooting, the animas representative involved in this contact concluded that there was no evidence of a pump defect. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with the device during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.